Event description:
Intraoperative and postoperative bleeding. The tigerpaw system ii was used during surgery. Four units pc/2 platelets/2 ffp were used for transfusion. Blood loss was estimated by nurse as 1000 cc.

Manufacturer narrative:
Health hazard evaluation (hhe) was completed.